Event description:
Patient presented to the physician with a knot and swelling under the neck incision. Physician brought the patient into the or and evacuated the neck incision hematoma, ligated the vessel using the suture to stop the bleeding, and closed the incision. This resolved the issue. Ent saw the pt today (B)(6) 2023 and stated the patient was doing great and the incision has healed. They will not postpone scheduled activation date.